Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial and femoral component at the bone to cement and cement to implant interfaces. Competitor cement was used. It was reported also reported that the tibia was in varus and loosening caused a painful knee in recreation. Post /femur and a set 50% of tray appears to have failed in varus. Tc3 rp- well balanced and tracked well. Doi: (B)(6) 2016; dor: (B)(6) 2019; left knee.